Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date with an orthopedic salvage system. Subsequently, patient has undergone multiple revision procedures on unknown dates due to patient noncompliance. Patient further underwent an open reduction internal fixation procedure on an unknown date due to subluxation of the yoke from the tibial component. There has been no reported revision procedure to date. Additional information noted patient underwent a right total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2001 for unknown reasons. She was revised again on (B)(6) 2006 for unknown reasons. In addition, the patient was revised on (B)(6) 2014 due to patient noncompliance. Another revision has been indicated due to soft tissue damage, subluxation, and patient noncompliance; however, no revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2014-07033 / -08039 /-08040 /-08041 /-08042).